Manufacturer narrative:
The device manual was evaluated for adequate cleaning instructions.

Event description:
A rep of (B)(4) sub-zero (csz) responded to the FDA and to the customer that [the cleaning instructions provided by csz are for normal cleaning and that it is incumbent upon the hospital infection control to draft comprehensive disinfection procedures]. In retrospect, a review was performed of all csz device operation manuals. The manuals inappropriately indicate that the suggested cleaning method will remove all bacteria. A formal corrective action has been initiated to correct this misstatement in csz device manuals.